Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced sustained hyperglycemia following a supply change and later transitioned to backup therapy while troubleshooting was conducted. No alerts or alarms were reported, and no issues were alleged with the ilet, cartridge, connector, or infusion set. The user experienced elevated blood glucose. Outcomes included temporary interruption of pump therapy and use of backup therapy. The investigation included review of available usage information and provision of troubleshooting and education. The investigation revealed no device malfunction, with the infusion set type reported as cd and no issues observed upon set removal or at the site. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.